Event description:
Customer reports to have been hospitalized in (B)(6) 2014 with blood glucose of 120 mg/dl and 1000 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer had continuous vomiting. Customer was treated and released. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).